Event description:
The pt received three (3) cypher stents during the elective index procedure. The pt was discharged two (2) days after the index procedure. The pt was complaint with her antiplatelet therapy-plavix 75 mg/day. The pt returned the day of discharge with a complaint of chest pain. Coronary angiography revealed thrombus at the distal edge of the most distal cypher stent. The sat was treated with an additional stent-a 2.25/18 minivision at the distal edge of the cypher stent. The stent was post-dilated with a 3.0/15 powersail. No ivus was done. The physician's comment regarding the possible cause of the sat was that there was a possible distal dissectino and that the cypher stent was underdeployed.

Manufacturer narrative:
A 56 year old female with a history of angina experienced a thrombotic event two days post cypher stent implantations. The reason for the pt's initial elective admission to hosp was not reported; but an angiogram revealed a lesion in her mid lad. This pt's gender puts her at increased risk for mace. The pre or intra procedure administration of asa, plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. The lesion was described as 80% occluded and located in a bifurcation. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of three overlapping stent. One of these stents, a 2.50 x 18mm cypher stent was deployed most distally at an unk maximum inflation pressure. The other two cypher stents were of unk size. According to the IFU, the use of more than two cypher stents has not been clinically studied. The pt was discharged on medications that included plavix. The post-discharge administration of asa was not reported. Two days after hte index procedure, the pt experienced chest pain. A repeat angiogram revealed thrombus at the distal edge of the most distal cypher stent. This was treated with the placement of a non-cordis bms. According to the procedural physician possible cause for the thrombotic event included a possible distal dissection and that the cypher stent was under-deployed. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. There are pt, vessel and procedural factors that may have contributed to this event.